Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported that the threshold suspend feature of the insulin pump may not have been functioning properly. Customer reported that paramedics were called on two separate occasions in response to low blood glucose levels. Customer was not admitted to the hospital, but was administered glucose by paramedics. Customer stated that paramedics responded once when she had a blood glucose level of 30 mg/dl and a sensor glucose level of 60 mg/dl. Customer stated that threshold suspend did not activate. Review of the insulin pump's alarm history confirmed this. Blood glucose level was 193 mg/dl at the time of the call. No further information was provided.